Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the cause of the pocket pain was that the patient didn¿t like the location of the neurostimulator (ins) and felt thatcaused her discomfort. No further complications were reported.

Manufacturer narrative:
Initial reporter occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain via a manufacturer¿s representative (rep). The rep reported that the patient had pain at the pocket site. The patient requested the ins to be moved. The patient had surgery to move the battery. The issue was resolved. No further complications were reported.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.